Manufacturer narrative:
Upon investigation utilizing a system at the mfg facility, it was determined that the only way the incident could occur is if the system had an error code (safety float/water channel), and the operator pressed the purge key instead of the empty key. The chemical would then transfer from the reservoir to the wash chamber causing the two liquids to mix in the wash chamber as the liquids were trying to drain. It is clearly stated in the user manual to empty the chamber when an error occurs. Cu has cross-checked the allegation of a system failing to drain the soap and water solution prior to input of cidex opa solution against its complaint files and has found no prior instances of the reported problem. Cu will continue to monitor complaints for this type of failure to see if any trend arises.

Event description:
Custom ultrasonics (cu) has been notified of report of a system failing to drain the soap and water solution prior to input of cidex opa solution. The mixture of chemicals caused fumes. One employee experienced difficulty breathing with irritation to ears and throat, and the second employee experienced red and itchy bilateral forearms. Both employees were treated in the emergency room and released without further consequences. System was taken out of service until the MFR came to service the system. Unfortunately, this report does not provide any means for cu to contact the reporter or facility to follow-up and confirm this report. Without the ability to follow-up, cu is not sure if this info reasonably suggests that a serious injury or device malfunction actually occurred. Nonetheless, we are reporting this incident out of an abundance of caution.